Event description:
The customer reported that during use on a patient, the oxygenator was unable to blow off co2. The oxygenator was sweeping at 15 liters and flowing at 4 liters. The battery, part number 701017188, was replaced and the system was tested to factory specifications and tested satisfactory. (B)(4).